Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bruxism. Probably too little bone contact/stability in the augmented sinus. Loss after approx. 1 year after loading. Possible overloading despite well-adjusted occlusion on crown.